Manufacturer narrative:
This report is submitted on september 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement; reprogramming attempts were made, however, the issue could not be resolved. It was further reported that the patient developed an infection following a procedure and subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It has now been reported that there was a wound breakdown and the administration of oral antibiotics. This report is submitted on december 4, 2020.

Manufacturer narrative:
This report is filed on october 04, 2018. (B)(4).